Event description:
It was reported that a patient underwent a debridement and suturing procedure on (B)(6) 2023 and suture was used. During the procedure, at 10:30 am, the doctor sutured the patient's skin with suture. The suture was easily untwisted during needle insertion, the needle and suture were replaced. The new suture was still easily untwisted, and ultimately inserted into the needle. The surgery proceeded smoothly. No adverse patient consequences were reported. Additional information was requested. Dle and suture were replaced. The new suture was still easily untwisted , and ultimately inserted into the needle. The surgery proceeded smoothly.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please clarify what means "the suture was easily untwisted during needle insertion"? The suture pull off the needle? The suture became unbraided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Events reported via: 2210968-2023-07686, 2210968-2023-07685.